Event description:
Journal article received: proximal femoral nail - an analysis of 100 cases of proximal femoral fractures with an average follow up of 1 year: w.m. Gadegone, y.s. Salphale; international orthopaedics (sicot) (2007) 31:403-408 reported: a prospective study involving 100 consecutive patients, treated with a pfn, who experienced pertrochanteric, intertrochanteric or high subtrochanteric fractures or a combination of fractures between december 2002 and december 2005. The age range was 33-82 years with a mean age of 69 (62 males and 36 females). Fractures in 75 patients were the result of a domestic and fall and the remaining 25 patients incurred fractures as the result of a car accident. Each patient was implanted with a 250mm nail; size 9-12mm proximal portion, 8.0mm cervical screw and a 6.4mm stabilizing screw. The results were reported as follows: 7 patients had superficial infections successfully treated with antibiotics; one patient experienced a non-union; 7 patients experienced migration of the screws due to severe osteoporosis; the z effect was noted in 3 patients with the migration of the hip pins into the joint and finally an ectopic new bone formation at the insertion point of the stabilizing and compression screw was noted in one patient (not affecting their condition). The article also referenced a series of 295 patients with trochanteric fractures treated with pfn with an average age of 80 years old. It was noted that 27 percent of those patients developed unspecified complications in the femoral shaft fractures and fixation failures. It was suggested that the pfn is beneficial in treating stable and unstable trochanteric fractures. This report is for an unknown pfn hip pin. It is unknown if the product was a synthes device. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.